Event description:
It was reported that the patient felt a one-time shocking sensation. The following physician¿s office indicated a post procedural hematoma for which the patient was switched from warfarin to vitamin k. They could not explain the patient¿s sensation as the implantable pulse generator (ipg) was functioning normally and is not capable of delivering high voltage therapy. The hematoma resolved and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4196 implantable pacing lead 2013 (B)(6). (B)(4).